Event description:
On (B)(6): customer reports via phone that a middle aged male pt was being prepared for a CT of the abdomen procedure. Staff technologist had loaded the injector system with an optiray 300, 100 ml, prefilled syringe, purged air from the tubing and connected to the pt IV access site. Staff then returned to CT control room, they had not selected a CT protocol for the procedure, and they did not select the enable or start button for the injection. The technologist then noted a buzzing sound coming from the control room console and the injector was injecting. The injector system injected to full 100 ml of contrast media without command. Customer reports the pt CT was then completed as contrast had been injected. There were no further incidents and the pt did not have to have another CT scan. Test considered complete. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated customer report of the injector starting on its own when it was not armed and ready for injection. They also received message invalid injection. Fse was unable to duplicate injector injecting by itself. Fse verified proper injector operation according to service checklist and service manual. Injector returned to full service by the customer. Customer has used injector since with no problems.